Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. The clip was advanced to the mitral valve and the clip was placed. During deployment when pulling the lock line, the clip opened. The clip was not implanted, and the device was removed without issues. The procedure was successfully completed with a mitraclip xtw. Mr was reduced to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause for the reported unintended movement - clip open-locked in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na.